Event description:
A malfunction alarm, identified as malf 16, occurred without any notable events leading to it. The customer declined to report whether the blood glucose level exceeded 500 mg/dl, leaving the impact unknown. The malfunction persisted even after a reset attempt was made, prompting technical support to provide troubleshooting guidance and arrange for a replacement pump. The customer was instructed to use multiple daily injections as a backup plan and follow procedures to return the faulty pump within 10 days using a pre-paid label.